Event description:
It was reported that during a da vinci si surgical procedure, the instrument would not articulate to the surgeon's movement. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch motion is not intuitive due to a broken cable. The pitch up cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.